Event description:
It was reported that this right ventricular (rv) lead exhibited noise that was being oversensed resulting in inappropriate anti-tachycardia pacing (atp) and shock therapy. Additionally, there were significant changes in pacing impedances. Tachy therapy was programmed off. It was noted that the rv lead was fractured. Subsquently, the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.